Event description:
It was reported that the patient was hospitalized due to having several seizures in one day. The patient's output current was increased to address this issue. Good faith attempts to obtain additional information surrounding the patient's seizures from the treating neurologist have been unsuccessful to date.